Event description:
Revision surgery - due to the patient complaining their shoulder was "slipping out" during sleep. The surgeon revised to a +4 semi-constrained liner.

Manufacturer narrative:
Implants left with surgeon.

Manufacturer narrative:
The reason for this revision was reported as patient's shoulder was "slipping out" during sleep after 6 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against the main contributor, first for this lot number. The root cause for the shoulder "slipping out" during sleep could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.